Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The site was hot and painful. The patient went to see their doctor who confirmed the infection and prescribed antibiotics. Additional information on 25oct24. Lot details, prescription details and device location provided. Antibiotics prescribed - flucloxacillin , 500mg 1 tablet 4 times a day for 7 days. The pod has been discarded.

Manufacturer narrative:
Updated b5 - describe event or problem with prescription information and that the pod has been discarded - prescribed antibiotics, flucloxacillin , 500mg 1 tablet 4 times a day for 7 days. Updated d4 - model # to pt-001443. Updated d4 - lot # to ph1k01132441. Updated d4 - catalog # to pod-omni-i1-6220. Updated d4 - expiration date to 7/13/2025. Updated d4 - primary UDI number to (B)(4). Updated h4 - device mfg date to 1/13/2024. Updated h6 - adverse event problem - type of investigation b18 - device discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The site was hot and painful. The patient went to see their doctor who confirmed the infection and prescribed antibiotics. No specific information was provided regarding the prescription.